Manufacturer narrative:
The reported complaint was not confirmed. A complaint sample was not available for evaluation. A definitive conclusion regarding the reported complaint event cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an external leak. The blood leak was visible. No damage was identified on the dialyzer. Estimated blood loss was 60ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was not available for manufacturer evaluation.